Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced meal algorithm maladaptation while using the ilet with a dexcom g6, leading to frequent selection of smaller-than-usual meal announcements to avoid low glucose, and the agent guided the user through a factory reset after which the system was returned to bionic mode. Symptoms included concerns related to hypoglycemia risk and hyperglycemia risk associated with incorrect meal sizing, with a documented blood glucose value of 164 mg/dl at the time of the call. Outcomes included user counseling on selecting usual meal sizes and maintaining typical eating patterns, with instructions to contact support for any high or low glucose events. Investigation included remote troubleshooting and education with device reconfiguration via factory reset. Investigation of this case revealed user-related meal announcement behavior contributing to suboptimal algorithm adaptation, without evidence of device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal entry behavior, mitigated by education and device reset.